Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, the pump, ar-6485, become uncontrollable and the fluid was flowing continuously. This event caused the patients leg to swell. The surgeon then stopped the pump and converted to gravity flow. The case was completed by using another pump without any further issue. After the procedure was completed, an echo test was performed on the patient and no harm was detected. Further information requested. Additional information provided 02/06/2020: two perfusion needles were inserted into the thighs of the patient in order to removed the excess fluid. The surgeon also converted to gravity tubing in order to complete the case. Additional information provided 03/16/2020: the tubing part number has been obtained. The tubing used with the pump was part ar-6410, main pump tubing.